Event description:
As reported by distributor: "the plunger of the angiographic syringe does not seal properly allowing air bubbles in." There was no pt injury. The syringe is being returned for evaluation.